Event description:
It was reported by service report that the foot end of the bed would not lower; it was stuck in the up position. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - lift motor.